Event description:
It was reported that this right ventricular (rv) lead exhibited gradually increasing shock impedance measurements reaching out of range. Rhythmcare provided further troubleshooting options to be considered. This lead remains in service. No adverse patient effects were reported.